Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application frozen and screen went blue. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the application had frozen. A technical support specialist (tss) dialed into the station and logged in as carefusion admin. The tss followed knowledge article med application not launching automatically, station at blue screen, however, deployment of the remote smart service (rss) agent package failed. Care fusion app auto login was enabled and the station was restarted, during which windows updates were in progress. After updates completed, the tss contacted the customer, confirmed successful login, and verified the station was functioning as expected. The system functioned as intended after technical support specialist troubleshot the device.